Event description:
Inflation could not be maintained on one size 8 dct, disposable cannula low pressure cuffed tracheostomy tube with soft swivel neck flange. This was detected immediately after insertion on a first time tracheotomy pt. It is unknown if the device was tested prior to insertion. The 8dct device was removed and replaced with no further problems encountered. There was one pt involved with no reported pt compromise. The 8dct was discarded and as such is not available to be returned to the MFR for identification, analysis and investigation.